Event description:
It was reported that, "the surgeon saw electrical interference on the camera exiting from the side of the probe. The probe was withdrawn and a small burned area was noted on the probe, 3/4" from the tip". There was no patient injury involved. The procedure was not altered and was completed with a second probe.